Event description:
The patient reported sharp pain, leg swelling, and soreness at the incision site. The commercial team member offered reprogramming. However, the patient declined reprogramming and requested to remove the neurostimulator. The neurostimulator was pulled on (B)(6) 2024. No further information is available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the transmitter assembly parameters caused the unintended stimulation/new pain. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the transmitter assembly parameter settings were too high (user error-clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.